Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) that ranged from 265 mg/dl to ¿high¿ on the continuous glucose monitor (specific bg value was not provided); cause was not known. As a result of the elevated bg, customer experienced dizziness. Customer administered a manual injection, a bolus via the pump, and changed pump supplies multiple times to resolve elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.